Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was living in a nursing home and that their care givers had not been charging the patient's devices. The ins' were replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. Rep reported a revision. Ins replacement surgery to replace both ins today, patient was having difficulty charing ins and today the rep cannot communicate using the clinician programmer. The revision has not been scheduled. No patient symptoms or complications were reported in this event.